Manufacturer narrative:
Multiple attempts were made for additional information and patient status with no response to date. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
Account reported the intraocular lens was explanted. Reason stated was unknown. Repeated attempts to obtain additional information have to date been unsuccessful.

Manufacturer narrative:
The intraocular lens (iol) has not been received for analysis. Multiple attempts were made for additional information with no response to date. All currently available information is included in this report.